Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine 10 mg for a total dose of 2.09836 mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2019 the patient complained of nausea and vomiting and felt that they were having withdrawal symptoms. It was noted that the pump was not helping with their pain and has lost efficacy. The patient wanted the pump to be explanted due to feeling loss of efficacy and stated that they feel the pump was causing them to have withdrawal symptoms. It was noted that the system initially controlled symptoms, but lost effectiveness. The entire system was explanted/not replaced on (B)(6) 2019. The device disposition was disposed of according to biohazard instructions. The outcome of the event resolved without sequelae on (B)(6) 2019. The patient's weight was 200 pounds. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. The relatedness to the drug (morphine) was possibly related and the drug action that caused the event was no change in drug. The event date was (B)(6) 2019. No further complications were reported/anticipated.